Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated the wheel locks have come apart; the wheel locks fell off.